Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for it was reported that the patient's ins was not holding a charge like it should, and so they got it replaced with a new ins. The patient also mentioned that they needed an MRI to see how much more back surgery they needed because they knew that their discs were bad. Follow-up was conducted. No further complications were reported.